Manufacturer narrative:
The serial number of the customer's cobas 8000 core unit is 2137-04. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys b-crosslaps/serum (b-crosslaps) results from one patient sample tested on the cobas 8000 core unit. On (B)(6) 2024, the initial result from the analyzer was <10 pg/ml. The first repeat result was consistent. The reporter noted that the patient has osteoporosis and secondary hyperparathyroidism and that her other bone markers (n-mid and tp1np) were both within the reference range. The reporter questioned the initial result and sent the patient sample for further testing using a domestic platform with chemiluminescence immunoassay (clia) as the laboratory method. On (B)(6) 2024, the second repeat result from the domestic platform using the clia method was 34 pg/ml (reference range <1017 pg/ml).

Manufacturer narrative:
The patient sample was not received for investigation. The investigation reviewed the calibration data. The calibrator 1 signal is within range and the calibrator 2 signal is slightly below the lower range. The investigation reviewed the qc data and the results were within specifications before the patient sample was run. The investigation reviewed the alarm trace and no issues were noted. The investigation reviewed the customer's handling of patient samples. The patient sample tube was centrifuged in a fixed-type centrifuge unit. The investigation determined that swing-out rotors be used for the centrifugation of the sample tube. The investigation reviewed the images from the sample-foam detection camera and no issues were noted. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.